Manufacturer narrative:
Hdlc4 reagent lot number was 82102201 with an expiration date of 31-jul-2026. Calibration was last performed on (B)(6) 2025 with no issues. Tp2 reagent lot number was 85130201 with an expiration date of 31-mar-2026 calibration was last performed on (B)(6) 2025 with no issues. Qc was not acceptable for hdlc4. This can indicate instrument or reagent issues. Abnormal aspiration and sample short alarms were observed on the alarm trace data. The field service engineer (fse) found a clogged sample probe. The fse replaced the sample probe and confirmed all pressures, rinses, and probe adjustments. Instrument performance testing was acceptable. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
There was an allegation of discrepant results for 1 patient sample tested for total protein gen.2 (tp2) and hdl-cholesterol gen.4 (hdlc4) on a cobas c 503 analytical unit. The initial hdlc4 result was 4.07 mg/dl. The repeat result was 46.5 mg/dl. The initial tp2 result was 0.539 g/dl. The repeat result was 7.32 g/dl. No questionable results were reported outside of the laboratory. The samples were repeated on a different c503 analyzer.